Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s father reported via phone call that customer went in emergency room by ambulance due to diabetic ketoacidosis and high blood glucose of 888 mg/dl on (B)(6) 2019. Customer stated that customer was taken by ambulance to one hospital then transferred to another hospital for treatment. Customer was using insulin pump within 48 hours of high blood glucose event. Customer was treated with insulin drip and fluids. Customer stated that there was fluid inside the reservoir compartment and insulin pump had cracks on reservoir compartment threads where the reservoir locks in. Customer declined troubleshoot for the high blood glucose. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will not be returned for analysis.